Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected weak battery alarm noted. All operating currents are within specification. The insulin pump passed self test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and broken battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 300 mg/dl. The insulin pump will be replaced. Nothing further reported.